Event description:
It was reported that the patient presented to the hospital with loss of consciousness. Clinical evaluation showed four episodes of asystole. It was suspected that the lead and another lead in the patient's ventricle may have been rubbing against each other causing noise and inhibition of pacing. Lead testing showed no abnormal values and the trends were stable. The lead was explanted and replaced on (B)(6) 2014. The patient was -ok- during and after the explant procedure.

Manufacturer narrative:
.